Manufacturer narrative:
The inspection was performed at x10 magnification using a stereoscopic microscope. The lens was intact; no defects found. The dimension check conducted showed that the lens was within specification. A full audit of all batch documentation relating to the production of the lenses was performed. The audit concluded that all procedures in manufacturing and packaging of the lenses had been conducted correctly. Batch reconciliation was 100.0%. Based on the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. The lens was intact and within specification. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported.

Event description:
Lenstec received via email, a notification stating "during insertion lens went through cartridge smoothly and then shot out and went through the posterior capsule. Removed the lens and replaced with another manufacturer, no adverse event for patient"